Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, prolapsed posterior mitral leaflet (pml), pre-existing flail, and mitral annular calcification (mac). A mitaclip xtw was inserted and deployed on the mitral valve. However, post deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the clip, a clip was implanted medial to the slda clip and another clip was implanted lateral to the slda clip, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delays in the procedure.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported single leaflet device attachment (slda) was due to pre-existing patient anatomy (pml prolapse and flail, with calcium and mac). Unexpected medical intervention was a result of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.